Event description:
It was reported that the system was removed due to infection.

Manufacturer narrative:
Evaluation summary - review of the sterilization information for this device indicated normal sterilization cycle as confirmed by concomitant parametric controls. Analysis of the device revealed a battery voltage above the elective replacement indicator (eri). Testing did not reveal any device abnormalities.